Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h4- if other provide code -explain- device returned, h6 -investigation findings (1) replaced code "3221" to "13" - device returned, h6 -type of investigation removed code " 4114- device returned, d10- device available for eval- device returned. The device was returned to the factory for evaluation on 03/23/2023, however the device was brought to the lab for evaluation on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. No cracks or delamination was observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The lot #3000258748 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.

Event description:
The hospital reported that the hs iii proximal seal system 4.3mm seal could not be loaded, and a spare heart string was used and the procedure was completed without problems. No health hazard to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.